Event description:
It was reported that there was a lead warning due to high impedance. It was noted this may be a setscrew issue. The patient is in atrial fibrillation at the present time. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.